Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18218. The pt reported she has not charged her scs system for an extended period of time because she experienced ineffective stimulation. The pt indicated she no longer uses her scs system but does not wish to have it explanted at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.